Event description:
Boston scientific received information that two days post implant the left ventricular (lv) lead dislodged. During the revision procedure, the physician experienced placement difficulty when attempting to reposition the lead. Subsequently the lv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.